Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a 176 warning (partial delivery, user cancelled by pressing a meter button) observed in black box on date of reported issue. Daily insulin delivery totals correctly reflect user's programmed basal rates. No.2) pump paired with a test meter, boluses were performed successfully from test meter and were accurately recorded in pump history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they are downloading the pump to see the pattern since the patient is having hormonal changes they need to make adjustments on the pump and the patient is having blood glucose (bg) of 500mg/dl and is currently at 400mg/dl without symptoms. The reporter stated that the patient had a recent illness but nothing now. The reporter stated that the basal rates were programmed after camp and the reporter noted the basal at 7am was zero and it should not be. The patient had a zero basal rate from 7am until 12pm then began 1.375 unit/hr. The reporter stated that the patient returned to school recently and has increase stress, puberty and possibly going to start menses but had significant signs of puberty per the reporter. Customer support (cs) instructed the reporter to discuss basal rates with their healthcare professional (hcp) since changes may still be required since patient is in puberty. The reporter verbalized understanding and discussed the issue of making changes to basal within the parameters of hcp. Cs instructed reporter to verify any basal changes done on pump to make sure no zero basal is left when changes are completed. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.